Event description:
It was reported that a x-tip needle separated and became lodged in a patient's bone. The patient was referred to and oral surgeon who recommended that the separated piece be left in place. Please note that the date of event is approximate.

Manufacturer narrative:
In this event it was reported that x-tip needle separated and became lodged in a patient's bone. The patient was referred to an oral surgeon who recommended that the separated piece be left in place. Though there was no injury reported in this event, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore this event is reportable per 21cfr part 803. The device was returned and the lot number was provided, though evaluation results are not available as of this report. Evaluation results will be submitted as become available.